Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman flx laa closure device with delivery system (wds) and watchman fxd curve access system (was). Following the transeptal puncture and administration of heparin, a thrombus was identified outside of the was sheath and st elevation occurred. The thrombus was aspirated into the was which was then removed from the patient. A left and right heart catheterization was performed. No intervention was required and the laa closure procedure was discontinued. The patient fully recovered and was discharged one day post index procedure.